Manufacturer narrative:
Date of event: (B)(6) 2016, explanted date: (B)(6) 2016, additional suspect medical device components involved in the event: model #: sc-2218-70 serial #:(B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 19301726 description: next generation anchor kit sterile it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had symptoms of redness and swelling at the ipg site. The physician believed that the infection was not device related. The patient was placed on antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had infection and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that treatment was provided for the infection. The patient was reportedly doing well with no infection.

Event description:
A report was received that the patient had infection and underwent an explant procedure.